Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were noted on the right atrial (ra) lead. Abbott technical support was contacted and device reprogramming was suggested. No intervention has been performed at this time. The patient was in stable condition.